Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited residual liquid or foreign material in the channel tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (first/given name, last name, city, state, province, or territory, post office or zip code and telephone number should be blank in initial medwatch). Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the foreign object could not be identified. It is unknown whether the reprocessing was performed according to the instruction for use. There were no abnormalities on the forceps channel where the foreign object was adhered. Therefore, a definitive root cause could not be identified. The instructions for use warns the prevention method associated with the event in: chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.